Event description:
A us distributor returned a monitor and reported monitor was displaying service codes / wrench codes.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code(s)/wrench code(s)) was confirmed. Upon investigation the monitor delivered a low energy pulse and displayed a service code 102. The cause for the failure was isolated to a damaged solder joint at the c19 capacitor on the computer/analog pca. The root cause for the damaged c19 capacitor could not be positively identified. There was no adverse event that resulted from the damaged monitor.